Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caller advised he does not use the chair but the seat upholstery is ripped.